Event description:
On (B)(6) 2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is a flowrate offset% issue observed where flowrate offset% at pre-rework is (B)(4) and flowrate offset at post-rework is (B)(4). The issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.

Manufacturer narrative:
During preventive maintenance activities done by zyno, llc flow rate offset issue was observed. Cause traced to maintenance as there were no maintenance activities performed in year 2023 which indicates that the device was missing yearly maintenance required. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy above +5% but below +15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death.